Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein the scs system was explanted.